Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this left ventricular (lv) lead was hospitalized with a pericardial effusion. A pericardial window was performed. At that time, the lv lead was found to have dislodged. A few days later, the patient underwent a lead revision procedure where the lead was explanted and replaced. The lead was sent to pathology and is not expected to be returned.